Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The field service engineer (fse) was able to verified the reported problem. Field service replaced the blower assembly and performed performance verification testing upon completion released the device back in service

Event description:
The customer reported that the ventilator overheated, making a loud noise and now it won't turn on.the customer reported that the unit was in use on patient , but there was no patient harm reported. The event took place on (B)(6) 2019 early a.m. Hours.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. Visual inspection of the blower assembly revealed no evidence of damage or contamination. Disassembly of the blower assembly found the impeller and stator assemblies to be rubbing against the blower housing, creating the loud noise. The unbalance of the blower's impeller and stator assemblies caused them to rub against the blower housing and was creating loud noise and caused the unit not to cycle. The reported complaint of a loud blower and unit not cycling was duplicated. Fault was found on this returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.